Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head cable had insulation damage, but was noted to still be functional. The rf head is expected to be returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the radiofrequency (rf) head cable had insulation damage, but was noted to still be functional. The rf head is expected to be returned to the manufacturer. There was no patient involvement.